Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889-28, lot # va0p7r1, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The health care professional (hcp) via the manufacturers¿ representative (rep) reported impedances were off and the symptoms returned with no known reason. The impedances were adjusted and could not be cleared. Additional information from the hcp reported that the patient started experiencing the issues on (B)(6) 2016. The interstim was malfunctioning and the patient had urge incontinence. High impedances were confirmed. The patient¿s last x-ray showed that the lead had come out of the battery casing which raised the possibility of a simple battery exchange and lead reconnection. The system was explanted/ replaced and the issue was resolved at the time of this report. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0p7r1, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Result code no longer applies to this event. Result codes applies to the lead. Conclusion code applies to the lead. Result codes applies to the ins. Conclusion code only applies to the ins. Analysis of the lead (l/n va0p7r1) found that all the conductors were broken 4.9cm from the distal end. Analysis of the implantable neurostimulator ((B)(4)) showed that the ins was functionally okay with insignificant anomalies.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.